Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be torn. Fluid was observed exiting the tear. It cannot be determined when or how this damage occurred. Otherwise, no damages or defects were found that would impact insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours on the leg. As treatment, a manual injection was given and a new pod was applied.